Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) fiber optic connecter had been physically broken and unable to secure proper connection with fiber optic catheter. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(health effect - clinical, type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and found connection had been broken. The fse replaced the fiber optic assembly (0997-00-1161). Verified unit calibrated and passed all functional and safety tests per factory specifications. Unit was returned to customer.